Manufacturer narrative:
Upon review of quality control data, results were observed outside of the 2 standard deviation range. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was a leak in a wash station and a valve failure. A circuit board was replaced due to the leak and the valve was replaced. All pump pressures were adjusted to specifications. Probe and gripper adjustments were performed. Probes were cleaned and the system was decontaminated, including decontamination of the waste lines. Syringe water output was checked. Calibration and controls were run and passed.

Event description:
The initial reporter stated that service addressed an issue with the cobas 8000 e 801 module on (B)(6) 2022 and the customer stopped using the analyzer for patient testing by masking it. Someone at the site un-masked the analyzer for patient testing and started testing patient samples on the evening of on (B)(6) 2022 without running any additional controls or calibrations. On the morning of on (B)(6) 2022, the customer attempted to calibrate several assays and all calibrations failed. The customer then repeated testing for approximately 130 patient samples on a second analyzer. The customer provided an example of one patient sample that had discrepant results for the elecsys testosterone ii assay. The sample initially resulted in a testosterone value of > 1500 ng/dl with a data flag. The initial value was reported outside of the laboratory. When repeated on the second analyzer, the sample resulted in a value of 339 ng/dl. The repeat value was deemed correct. The lot number and expiration date of the testosterone reagent were requested, but not provided.